Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak was confirmed to be due to a cracked sidearm. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported leak to be due to the cracked sidearm; however, the cause of the crack could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a peripheral procedure, the 1.5 x 20 mm armada 14 dilatation catheter was advanced to the target lesion in the anterior tibial artery. During the first inflation, fluid was leaking out of a small hole in the hub. The armada 14 was able to fully inflate and deflate, and dilatation was completed using the device. There was no adverse patient effect and no clinically significant delay. No additional information was provided.